Event description:
The zenith device had been in place for two years when a graft infection was noted. The device was explanted. The pt is currently doing well.

Manufacturer narrative:
Evaluation: this event is still under investigation.